Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that via remote transmission, chronic atrial fibrillation was observed. Upon device interrogation, it was found out that atrial fibrillation diagnostics showed zero percent since last follow-up. Patient will continue to be monitored closely. Device remains implanted.